Manufacturer narrative:
Date of event: estimated based on aware date year as date of event is unknown.

Event description:
Reported via journal article. It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Postoperatively, the patient developed a moderate pericardial effusion without tamponade physiology. The effusion and the 3.5cm aortic root remained stable after anticoagulation reversal and over 48-hour observation. Warfarin and clopidogrel were restarted at discharge. The patient was readmitted 48 hours later with back pain. The patient was diagnosed with a stanford type a dissection from the aortic root to the renal arteries, with extension into the pericardial space without evidence of tamponade. Unlike previously reported post-laa effusions, this effusion was not caused by the device. It is most likely that the new initiation of anticoagulation and possible injury during catheter manipulation potentiated the propagation of a pre-existing aortic dissection. Cardiothoracic surgery was emergently consulted, but the patient suffered a cardiac arrest and expired prior to intervention.